Manufacturer narrative:
This is the same event as 3010536692-2016-00143. This report will be updated when investigation is complete.

Manufacturer narrative:
This is the same event as 3010536692-2016-00143.

Event description:
Allegedly, patient is suffering from mom complications.